Event description:
It was reported that the patient is being referred for a lead revision due to not being able to feel stimulation.No known surgical intervention has occurred to date.No other relevant information has been received to date.

Manufacturer narrative:
H6 Health Effect, Clinical Code: Code E2402 utilized; appropriate term ¿Stimulation Not Perceived¿ is not available.